Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a right common iliac artery aneurysm using gore® excluder® aaa endoprosthesis. It was observed that the bilateral renal arteries were covered by the device and no blood flow on both arteries. Attempt was made to move the device distally pulling the delivery catheter. Blood flow on the left renal artery was recovered but the right renal artery was not. The procedure was completed. On (B)(6) 2021, follow-up imaging revealed there was no blood flow on the left renal artery due to thrombosis. A reintervention was performed, the physician attempted endovascular treatment but did not succeed, then the procedure was moved to surgical. The trunk-ipsilateral leg component was cut at the trunk part and a part of the trunk was removed, then the remained proximal side of the trunk was moved to under the renal artery. The part of the trunk that was removed was replaced with graft. The final angiography revealed blood flow on bilateral renal arteries. The patient tolerated the procedure. It was reported that the vessel coverage was caused by a misrecognition of the marker on the device and that the physician misrecognized the proximal radiopaque marker and short radiopaque marker at bifurcation, and the stent graft was placed approximately 4cm above the intended position.

Manufacturer narrative:
Manufacturing site name and address were updated.

Manufacturer narrative:
H6: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis: improper component placement. H6: updated investigation conclusion codes according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis: improper component placement.